Event description:
It was reported that the patient received a red call doctor notification from their latitude communicator. Technical services (ts) was contacted, and ts attempted to help send a transmission from the communicator to the clinic, but a transmission could not be sent. No adverse patient effects were reported.